Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/ pelvic floor. It was reported that patient experienced pain in lower back by spinal cord for a couple of months and that went away however said that when pressed on ins the last couple of days, that the ins site stings. When asked, patient said hasn't had any falls however said that had hand surgery in august and couldn't use right had for a period of time, had to use the opposite hand even to wipe himself after going to the bathroom and said that is when the back pain on the left side started. Patient also said that about a year ago or so, when he was swimming his back was against the pool and when he was getting out of the pool the ins site was scraped. Patient also mentioned that it is difficult to sleep as feels pain at the ins site. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.